Event description:
Ous MDR - it was reported that approximately 48 months after the implant oversensing was noted on the ventricular as well as on the atrial channel. Reportedly, the patient fell down in (B)(6) 2018. The lead remains implanted according to current information.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed values around 350 ohms from january 2016 to october 2018 with subsequent intermittent decreases to <200 ohms. Furthermore, the provided iegms showed artefacts on the farfield as well as on the right ventricular channel, leading to oversensing with shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.